Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: delamination of the valve and wear abrasion leak test and microscopic analysis was performed which identified: delamination total of the valve and creases fold. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side ¿baker grade iii¿. Device was explanted.